Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/19/2016, that on (B)(6) 2016, the receiver vibrates and then trend lines disappear. No additional event or patient information is available.